Manufacturer narrative:
(B)(4). Follow up for device evaluation a yellow liquid was reported to have leaked. To support the investigation, one packaging box containing forty-eight samples in sealed blister packaging and three photographs were submitted for evaluation by the quality team. A visual inspection was conducted. Twelve of the samples exhibited yellow ink on the top web of the blister packaging, which appears to be from the printer. The three photographs provided accurately depict the condition of the received samples. No additional defects or abnormalities were observed. This issue may occur if the printer¿s print heads were not properly purged. A review of the device history record for material number 302831, lot 4341313, was completed. The review did not identify any quality issues during production that could have contributed to the reported condition. No related quality notifications were found. All manufacturing processes and final inspections were performed in accordance with specification requirements. The affected samples will be shared with associates to raise awareness. As of this report, no other similar events have been reported for this lot. The returned sample analysis confirms the symptom reported by the customer.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 20ml ls s/c 48 had foreign matter. The following information was provided by the initial reporter: material # 302831 batch # 4341313 verbatim: rcc received a complaint via email. I have included pictures of two items that we received. The first is a box of ref # 302831, 20 ml slip tip syringes. The exterior of the box is intact and has no stains. But when I opened the box to remove it's contents, the inside has a yellow liquid that seems to have leaked from the top down and dried, soiling every row of syringes in the box, rendering them as wasted. We cannot use these syringes or consider them sterile with the packages stained. I don't know what the substance is and it doesn't appear to have come from outside of the box since the box has now stain or yellowing. The second issue we have is with ref # (B)(4), 16g x 1 1/2" tw precision glide needle. The needle itself is free in the package, and the safety cap/sheath is resting next to it, leaving the sharp needle unprotected. This is a problem as the needle is able to poke through the wrapper potentially then causing a sharp needle to poke someone when the reach for this item on the shelf, causing a work injury to occur. Additional information provided: - was the "yellow liquid" contained to the outside of the packaging? No, the yellow liquid was only on the inside of the package, not on the outside. - any holes or tears in the packaging? None - any breach in the seal of the packaging? None.